Event description:
It was reported a patient deteriorated, desaturated, and decompensated when a total care bariatric plus bed would not lower or flatten. During routine pressure area care while in the intensive care unit (ICU) the total care bed was unable to return to a supine position. The medical team tried troubleshooting by unplugging and resetting the bed. During this time the patient desaturated and decompensated requiring assisted manual ventilation (¿bagging¿). The patient was moved to another bed and reportedly ¿recovered after a while later.¿ no further information was provided.

Manufacturer narrative:
H11: the device was evaluated on site by a baxter qualified technician. During functional testing the high/low foot and head raise function was not operational due to a pneumatic failure. The reported condition was verified. The cause of the event was due to a pneumatic valve failure. To resolve the issue the faulty pneumatic valves were replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Per the baxter service manual the totalcare bariatric bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Manufacturer narrative:
B5: corrected information, the failure of the bed¿s articulation resulted in the head of the totalcare bed to be in a flat position for an extended period of time with the bed unable to be positioned in the up position. This was due to a hydraulic failure noted by the baxter service technician during an on-site inspection. Should additional relevant information become available, a supplemental report will be submitted.